Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm measured 88 mm in diameter. The proximal aortic neck measured 22 mm to 19 mm to 20 mm to 22 mm to 24 mm in diameter along a 28 mm length. The proximal aortic neck angle measured 80 degrees. The suprarenal to infrarenal angulation measured 70 degrees. There was localized thrombus covering 10 percent of the seal zone circumference with maximum thickness of 5 mm. The patient presented emergently. It was reported that, during the index procedure, the endurant bifurcate stent graft had a proximal type I endoleak. Five endoanchors were deployed in the endurant main body stent graft to the proximal aortic neck to treat the proximal type I endoleak. However, one of the endoanchors did not adequately penetrate the aortic wall. No sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.